Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated after the patient event these pads caused the associated defibrillator (r series, sn (B)(6)) to fail the self-test during testing. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. The available data logs only go up to (B)(6) 2025, and do not include the date of the reported event, making the logs inconclusive. A review of the onestep CPR electrodes (lot 1425) was performed, including device history record (DHR), device master record (dmr) log, and pre- retain evaluations, all of which showed no descrepancies. The electrodes were properly labeled, built to specification, and passed electrical testing. There was no fault found. No trend is associated with reports of this type.